Manufacturer narrative:
Section b5: additional information. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: this was reportedly a planned exchange due to a chronic serratia marcesens and pseudomonas aeruginosa infection. The hospital reported that multiple prolonged courses of treatment were provided with only transient efficacy for more than six months prior to the exchange. The patient was discharged home 17 days after the surgery and is reported to be doing well. The replacement pump is being used as destination therapy due to the patient's age, 74 years. No further information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2013. It was reported that the device was exchanged due to infection. No further information was provided.